Manufacturer narrative:
Updated data: h6 conclusion: hypotension is a known potential adverse effect per device instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. Potential factors that can influence dislodgement include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and shape of the native anatomy. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Various factors can affect valve positioning including patient anatomy or physician technique. In this case, the physician inadvertently scrolled the handle the wrong direction. Inaccurate delivery does not typically indicate a device malfunction or a failure to meet manufacturing specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was being implanted valve-in-valve inside a non-medtronic surgical valve (perimount 2800 23mm). The valve was inserted, placed in a good position and the team started to deploy. When the valve was about 5% released, the team saw that the blood pressure measurement was missing from the screen, so deployment was stopped to correct this. Deployment was then completed to the point of no recapture, still with the valve in good position. The patient lost blood pressure, and the physician made the decision to recapture. However, the physician inadvertently scrolled the handle the wrong direction, as they were not using the x-ray. When screening was performed again, the radiopaque marker band had reached above the paddle attachment and the valve had dislodged to above the surgical valve. In this position, recapture was impossible so the valve was fully deployed. After this, the valve was snared up to the ascending aorta. A non-medtronic (sapien) valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-26 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: static images were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. However, it is known that the patient had a previously implanted surgical aortic valve, a 23mm perimount 2800. It was reported that during a recapture attempt, the physician inadvertently turned the knob to deploy instead of recapture. Since the point of no recapture had been surpassed, a recapture was no longer possible, and the valve was completely deployed above the surgical valve. As stated in the instructions for use (IFU), rotate the deployment knob in the opposite direction of the arrows to recapture the bioprosthesis. If the radiopaque capsule marker band has not yet reached the distal end of the radiopaque paddle attachment, the bioprosthesis can be recaptured or repositioned. During deployment, the deployment knob provides a tactile indication as a notification before the point of no recapture. Once the radiopaque capsule marker band reaches the distal end of the radiopaque paddle attachment (point of no recapture), retrieval of the bioprosthesis from the patient (for example, use of the catheter) is not recommended. Retrieval after the point of no recapture may cause mechanical failure of the delivery catheter system, aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery. Subsequently, the dislodged valve was positioned in the ascending aorta and a non-medtronic valve was implanted. Conclusion: the investigation is ongoing medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, a pre-implant balloon dilatation was performed with a 19 millimeter (mm) non-complaint balloon. Prior to the valve dislodgement, the implant depth was approximately 2-3 mm below the surgical aortic valve frame on both sides. After the valve dislodged, the valve implant depth was above the surgical aortic valve posts. A non-medtronic guidewire was used during the implant.